Event description:
The customer received a questionable thyrotropin (tsh) result for one patient sample. The initial result was 0.026 uiu/ml with a data flag and when repeated on the same analyzer the result was 0.906 uiu/ml. The sample was then repeated on the cobas 6000 analyzer serial number (B)(4) and the result was 0.891 uiu/ml. This result was reported outside the laboratory. The patient was not adversely affected. The tsh reagent lot number was 16839503 with an expiration date of 01/31/2013. The field service representative determined there was a problem with the s/r probe. He replaced the s/r probe and the sipper probe. To verify the analyzer operation, the customer ran qc with results within the customer's specifications.